Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00082. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the handle of the videoscope had a grinding or roughness when being used. A leak testing was done and bubbles were noted where the leak tester was inserted. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was completed with the same device. There were no reports of adverse patient sequelae.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s investigation. Updated fields: b5, d9, h3, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The product analysis confirmed that a leak was found in the auxiliary channel, and the control knob is heavy when angulated to the max. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event was due to component failure, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.